Manufacturer narrative:
Additional information of the button error has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that they received button error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as tired, thirsty and nauseous. The customer was treated with intravenous drip and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.